Event description:
Patient wife reported a hypoglycemic episode which happened on or about (B)(6) 2020. The wife reported that patient had a blood glucose reading of 38 at around 10 am on the date in question. Patient was acting irritably and confused and the patient granddaughter recognized the issue and started treatment of glucagon tablets. Treatment was not prompt and the paramedics were called however no hospitalization was needed. Patient wife said they administered some type of medication which provided immediate recovery but was not sure what it was. The patient normal blood glucose reading is 130. Patient had experienced hypoglycemic episodes in the past but not since starting v-go . The patient wife reports that he does not always eat and that could be why the event happened. The v-go device is not available.